Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced failed sensor after warm up which occurred one day after the sensor had been inserted in the upper buttocks. The parent woke the patient because she was exhibiting unspecified symptoms of hypoglycemia. The parents checked the blood glucose, but the value was not documented. The tandem pump continuous glucose monitor display device was showing sensor failure. There was no mention of alerts or alarms or when the sensor failed in relation to onset of symptoms. The patient was weak and disoriented but conscious. The parents treated the patient with carbohydrates, and she recovered after treatment. There was no documentation of additional medical evaluation or intervention. At the time of the report, the patient was ok. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.